Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fse that during use on patient the cardiosave intra-aortic balloon pump (iabp) was experiencing delayed inflation and giving errors. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found augmentation below limit set and gas loss in iab circuit in the recent alarms log. Connected the system trainer and could not duplicate either alarm. The fse manually performed multiple auto-fill cycles and could not duplicate any alarm. Allowed the iabp to operate for 2 hours and it successfully passed its scheduled 2 hour auto-fill cycle. The fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.